Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision due to pending erosion on the right corpora. The cylinders and pump were removed. The left side was replaced with a malleable device. The reservoir was drained and retained within the patient. There were no additional patient complications.